Event description:
A hospital nurse reported that on (B)(6), an omnipod pt was admitted with diabetic ketoacidosis and placed on an insulin drip. The pod had been activated at 8:18 am on (B)(6) and the pt's blood glucose and insulin bolus history from then to his admission is as follows. The device was discarded at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis and hospitalization. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that all above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."